Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 403 and 490 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high control test results. The customer's meter is to be returned for evaluation. Replacement products were sent to the customer.